Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2023-02927. It was reported that the patient was experiencing pain at the ipg site. Additionally, it was found that the lead had high impedances. In turn, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. It was found that the lead had fractured at the anchor site. Postoperatively, both issues had resolved.